Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the cartridge could not be seated or locked into the ilet housing despite multiple attempts, including rewinding the pump several times, trying different connectors, and using multiple cartridges, and a replacement device was provided. Symptoms included no adverse clinical effects reported. Outcomes included no clinical impact reported and continuation of cgm use with the dexcom app or receiver. Investigation included troubleshooting and user education conducted with the trainer, review of use steps including shutdown instructions, and arrangement for device return with a shipping label. Investigation of the returned device revealed a mechanical incompatibility or fitment issue of the cartridge-to-housing interface consistent with a cartridge attachment failure, with no alarms generated.